Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a mis nephrectomy procedure, the facility contact reported that the nurse loaded the stapler, the surgeon clamped the vessel, fired the stapler, opened jaws, and the vessel was cut and the cartridge had fallen out of the jaws. No staples deployed. The surgeon believes that the cartridge was loaded incorrectly. Another device was used to complete the case. There were no adverse consequences to the patient.